Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl, bupivacaine and morphine at unknown concentrations and dosages via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that "one time before, after an MRI the pt had withdrawals because the pump stopped working." The event date was unknown. No other information was provided. No further complications were reported.